Manufacturer narrative:
(B)(4). Ez-io g3 driver was returned for evaluation. Upon receipt, the driver was visually inspected. Substantial damage was observed to the housing of the driver. The distal tip was off centered, there was a crack in the driver housing, and thermal deformation was observed. When the trigger was pressed, the green led displayed. The trigger guard was present. The driver was then subjected to simulated saw bone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. No issues were detected during the testing. The driver product release form was reviewed. The device was released in 09/2009 and is approximately 7 years old. Although damage was seen to the driver suggesting rough handling, no functional device deficiencies were identified during the investigation. The saw bone insertions demonstrated sufficient power existed in the driver to perform medium and hard bone insertions if appropriate technique is used. Other remarks: the IFU states "if the driver stalls and will not penetrate the bone you may be applying too much downward pressure" and "in the unlikely event of a driver failure, remove the ezio power driver, grasp the needle set by hand, and advance the needle set into the medullary space while twisting the needle set." No corrective actions will be implemented at this time as there were no device deficiencies identified which would contribute to this incident. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the ez-io driver lost power and was unable to insert the needle and deliver fluids.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the ez-io driver lost power and was unable to insert the needle and deliver fluids.